Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the blood glucose was high at 28 mmol/l. [Blood glucose increased] pen still immediately went to the end of the dose stop, pen was still faulty [device malfunction] it felt as if the medication had not been fully delivered [incorrect dose administered by device] case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose was high at 28 mmol/l.(blood glucose increased)" with an unspecified onset date, "pen still immediately went to the end of the dose stop, pen was still faulty(device malfunction)" beginning on (B)(6) 2026, "it felt as if the medication had not been fully delivered(partial dose delivery by device)" beginning on (B)(6) 2026, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "product used for unknown indication", the patient's height weight and bmi not reported dosage regimens: novopen 4: medical history was not provided. On an unknown date the patient while using the pen still immediately went to the end of the dose stop, and it felt as if the medication had not been fully delivered. The customer believed the pen was still faulty and the blood glucose(blood glucose) was high at 28 mmol/l batch numbers: novopen 4: bug0808 action taken to novopen 4 was not reported. The outcome for the event "the blood glucose was high at 28 mmol/l.(blood glucose increased)" was not reported. The outcome for the event "pen still immediately went to the end of the dose stop, pen was still faulty(device malfunction)" was not reported. The outcome for the event "it felt as if the medication had not been fully delivered(partial dose delivery by device)" was not reported. Reporter's causality (novopen 4) - the blood glucose was high at 28 mmol/l.(blood glucose increased) : unknown pen still immediately went to the end of the dose stop,(device malfunction) : unknown it felt as if the medication had not been fully delivered(partial dose delivery by device): unknown. Company's causality (novopen 4) - the blood glucose was high at 28 mmol/l.(blood glucose increased) : possible pen still immediately went to the end of the dose stop,(device malfunction) : possible it felt as if the medication had not been fully delivered(partial dose delivery by device) : possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results: name: novopen 4, batch number: bug0808. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the following information updated. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated . Final report ticked, expected date of fu report removed in EU/ca tab. B,c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. H3 continued: evaluation summary. Name: novopen 4, batch number: bug0808. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.